Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the device does not work so it was removed on (B)(6). No environmental/external/patient factors led to the issue. Reprogramming was attempted by the clinic to resolve this issue. The manufacturer's representative (rep) was informed only after the explant was completed. No further complications were reported. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.